Event description:
It was reported that during preparation, the device's foot pedal malfunctioned, and its water flow switch was cracked. It was also noted that the device's power was low. There was no patient or procedure involved.

Manufacturer narrative:
The console device was not returned to the service center but was serviced on-site at the customer's facility by a field service engineer (fse). The fse replaced the foot pedal, water flow switch, first relay mirror (frm), and output coupler (oc). They also adjusted the optical path, checked the system status, and confirmed that the device was operating normally. The system is now fully operational. After the field service engineer performed the replacement of the footswitch, chiller flow switch, relay mirror, and oc mirror, the issue was resolved, and the unit was brought within specification. As a result, the console is functioning as intended. The malfunction found could have affected the device's performance, leading to the event experienced by the customer. The device history record (DHR) and service history record (shr) indicate that this vpps series was installed on (B)(6) 2023, and this event occurred 2 years after the system installation. After this period, component wear, failure, or damage is possible based on product use. Based on the information available, a conclusion code of "cause traced to component failure" was assigned to this investigation, indicating that expected or random component failures were identified, with no design or manufacturing issues found. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria for the device in question.

Event description:
It was reported that during preparation, the device's foot pedal malfunctioned, and its water flow switch was cracked. It was also noted that the device's power was low. There was no patient or procedure involved. Further information received from the facility indicated that that the device had a red screen.